Event description:
The pin was placed into the zygoma. When the surgeon was wiggling the zygoma, the pin sheared where it was screwed into the bone.

Manufacturer narrative:
Investigation in progress, but not yet complete.